Event description:
I use the medtronic 670g insulin pump to manage my type one diabetes. I was trying to enter the auto mode feature of the pump, but I got stuck in a loop of alarms for 2 hours preventing me from entering auto mode. During this time my blood glucose kept rising and the pump never suggested delivering extra insulin to correct for my high blood glucose. I had to call support, and the best they had to offer was to turn off the auto mode feature for 6 hours and retry entering the mode after the 6 hours. The whole point of this system is to be in auto mode so the pump calculates basal rates to prevent high and low blood sugars. This has happened to me around 6 times since I got the new pump 3 months ago. I do not understand how this system was approved by the FDA. This should have been solved in the clinical trail phase. I am not the only one with this problem. My doctor told me last week that all of her patients on this system are having the same issue with the auto mode looping. Medtronic needs to fix this bug immediately before someone ends up in the hospital. Medtronic should have all of my pumps history as I upload my pump to their website every week.